Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: (B)(4), 02-010-03-0320 - logic cr femoral cem, right, sz 2. (B)(4), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(4), 200-02-29 - three peg patella 29mm. Recall number: z-0021-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient, initial right knee arthroplasty with an optetrak device, including a size 2, 11 mm optetrak logic tibial inserts made of polyethylene, performed on (B)(6) 2019, has had, and continues to have pain and swelling in her right knee. Plaintiff¿s treating physician has recommended she undergo a revision surgery as her ¿tka [is] worrisome for premature poly[ethylene] wear¿.

Event description:
It is mentioned that the patient had a revision, date not reported. No additional information.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision for pain cannot be conclusively determined, however, it is most likely related to the patient¿s underlying condition.